Event description:
This report is based on information provided by philips field service engineer (fse) has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device alarmed prompting an ECG (electrocardiogram) malfunction. The fse visited the customer site and conducted a device self-test and hardware test, checked the work interface and confirmed the problem was with the ECG connection cable. The ECG connection cable was unplugged/plugged back in to resolve the issue and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a connection issue. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The ECG connection cable was properly plugged in to resolve the issue, and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.